Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot# 8253811 was not found for the reported catalog# 328290. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod fell out when the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "lot # 8253811 - plunger rod came out when the cap was removed."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle plunger rod fell out when the cap was removed. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "lot # 8253811 - plunger rod came out when the cap was removed."